Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a "time base background test" error since (B)(6) 2021. The pump alarmed 21 times. There was no patient, or clinician injury associated with this event.